Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the safety cap on the needle comes off. Valve tears behind the needle, needle tip out."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for side piercing and hub separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and side piercing and hub separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the safety cap on the needle comes off. Valve tears behind the needle, needle tip out."